Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 103 mg/dl. The customer stated the reservoir was used and the leak is inside the reservoir compartment. The customer stated he knows it did not leak from the cap, it leaked out of the bottom where the plunger would go. The customer was advised we would like to return reservoir and transfer guard.